Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the patient had been in excruciating pain that started on "(B)(6)." The patient had a refill. The pump failed. The patient was "back to square one again" where she felt the "same thing." She was feeling withdrawals from the morphine "really hard" and could not go to a specialist. She felt the withdrawals "yesterday." The patient would follow up with a healthcare professional. No further complications were reported.